Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that channel error on two pump channels (requested by: (B)(6)) brain was having issues, tested unit, seems to be running normal. All issues point to a infusion pump brain problem. No patient involvement.